Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch report #15410267.

Event description:
Procedure performed: unk. Event description: medwatch #15410267. "While in surgery the voyant part #eb210 stopped operating properly and had to be replaced." Product is not available for return. Type of intervention: eb210 device "had to be replaced." Patient status: no patient injury was reported as a result of the event.

Event description:
Procedure performed: unk. Event description: medwatch #(B)(4). "While in surgery the voyant part #eb210 stopped operating properly and had to be replaced." Product is not available for return. Type of intervention: eb210 device "had to be replaced." Patient status: no patient injury was reported as a result of the event.

Manufacturer narrative:
The event unit is not returning to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.